Event description:
On (B)(6)2009, a nurse stuck a patient with a 20g iag, and began therapy. On (B)(6), the IV was discontinued, and according to the nurse, everything was intact and the catheter was not damaged. Within the following two weeks, the discharged patient began feeling discomfort at the IV site. The patient went to their follow up visit with the doctor, and then was sent to the hospital for xrays at the site of pain ... Nothing was found. The patient then was asked to go to the vascular surgeon for an ultrasound. The surgeon reported finding a 'non compressible tubular structure' in the patient's vein. The hospital strongly believes that there were two catheters that were in the hub of the catheter, so during removal, one catheter was left in. The surgeon's report claims that it would be too painful and not worth the risk of going in and getting the 'tubular structure'.

Manufacturer narrative:
Additional information was requested from the reporter and no update has been received. Results: without a lot number, we are unable to review the device history record or material review report for any irregularities that may have been found during the manufacture of the product. Conclusion: the sample was not available for analysis; therefore, we are unable to determine the root cause for the problem encountered. (B)(4).